Manufacturer narrative:
This report is for an unk - nail insertion handles: radiolucent/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a surgical procedure with retrograde femoral nail advanced (rfna) system. Surgeon reported that removal was difficult and the latch of the aiming arm seemed a little sticky. The aiming arm was successfully removed from the insertion handle without any special intervention with a little extra effort. Surgery was carried out successfully without any delay. This report is for one (1) unk - nail insertion handles: radiolucent. This is report 2 of 2 for complaint (B)(4).